Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak occurred. It was also noted that the frame appeared elliptical in shape. Approximately 2 weeks later, a second valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: b2 - outcome attributed to adverse event corrected to include intervention required and life-threatening. Additional codes - imf codes were erroneously not included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.